Event description:
It was reported that the left ventricular (lv) lead exhibited a high threshold. An x-ray was performed and lv lead dislodgement was noted. The lv lead was capped and replaced on (B)(6) 2024. There were no adverse health consequences, the patient was stable.